Event description:
During installation of the device, the user observed that one pixel on the central control monitor was not responding when running. Since the event occurred during installation, there was no patient involvement during this event.